Event description:
It was reported that when passing the suture the puller broke (the metal wire that feeds the suture). The physician double-stacked a 6.5 on top of a 5.5, all the pieces were removed from the patient. No patient injury was reported.

Manufacturer narrative:
The reported speedscrew device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established based on our visual observations. Visual evaluation of the returned device shows the device was received undeployed. Approximately 2 inches of arthrex suture were found snared and partially reeled in the shaft. The suture was reeled in by the inspector and the suture snare lines and loops were found intact. Clinical suture on the green snare line was found shredded. No visual discrepancies were found with the returned device therefore customers complaint was not confirmed. The device was received in acceptable condition; however, the clinical suture was found damaged. The instructions for use contraindicate the use of suture other than the approved magnumwire suture. No visual discrepancies were observed with the device; however, the wrong suture was used with the returned device and may have contributed to device failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.